Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient¿s device was tested on (B)(6) 2011 and system diagnostic results revealed high impedance (dcdc ¿ 7). The patient¿s device was tested again on (B)(6) 2011 and system diagnostic results continued to show high impedance. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2009. The normal mode output current was disabled on (B)(6) 2011. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No patient adverse events were reported. No known surgical interventions have occurred to date.